Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 478 mg/dl. The customer ate dinner and did not treat their blood glucose to make up for the dinner they ate. The customer was assisted with delivering a bolus. The customer did not troubleshoot and did not send the product back for analysis.